Event description:
Engineering triggered an investigation based upon a review of failures of the product's 3-lead electrocardiogram cable. A failure of the cable could result in an inability to use a device to monitor pt electrocardiogram.